Manufacturer narrative:
Follow-up #1 01/31/2014 ¿ device evaluation: the pump has been returned and evaluated by product analysis on 01/17/2014 with the following findings: the pump black box history showed multiple no prime, no delivery warnings. The pump was exercised for 24 hours without any alarms or suspensions to the insulin delivery. The pump was suspended during testing and the pump emitted the appropriate audible and visual alerts. The keypad was locked and confirmed that the pump was unable to be suspended. The keypad buttons were tested and confirmed that all buttons were responding appropriately and there was no damage or defects noted to the keypad button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the pump emitted a warning that the pump was suspended while the patient was at school. The reporter indicated that the pump was not suspended earlier when the pump was locked before school. The pump was not available for review at the time of the call. The reporter called back to animas later on (B)(6) 2013 indicating that the pump showed that a suspend occurring at 11:01 am. The reporter confirmed that the auto off feature on the pump was turned off and stated that the patient was unaware of how to turn on and off the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.